Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the fiber is broken within the white tubing at 7 mm from the connector, between control knob and input connector; the fiber was tested with hene laser fixture, aim beam is visible at the location of break; the outer sheath exhibits signs of melting and 4 mm hole at break location. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that at 54,511 joules while using the surgical fiber during a pvp procedure, fiber breakage occurred. The fiber was replaced and the procedure completed using a second surgical fiber for 21,960 joules. There was no patient injury reported.